Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture and inserted the was. While the physician was positioning the was in the patient it was noted that there was a thrombus present. The thrombus was seen as the physician was maneuvering the was to the septum. The physician aspirated the thrombus out of the patient and removed the was. The physician used a new was to complete the procedure. The procedure was successfully completed with a closure device implanted in the laa of the patient. The patient experienced no other complications or consequences as a result of this event. The patient was discharged.